Event description:
On (B)(6) 2012, the patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 02/13/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed no evidence of the reported power event. There was no damage found to be battery compartment or cap. The battery cap secured to the pump and the pump was exercised for 24 hours without power issues. The pump was opened and no internal damage was found.